Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the paddle was "really melty and hot" and said that by melty they meant "the paddle was really pliable and kind of liquidy". They said that "it burnt my skin a little but I'm fine". Pt says there was a burn mark but it went away within an hour. The pt had tried resetting their controller 3 times, but still couldn't charge the ins. An email was sent to repair to replace the recharger (rtm). Additional information was received. It was reported that the patient (pt) received the replacement recharger (rtm), however the controller was still not charging. Pt stated that the rtm paddle would get really hot and "melty" and that the relay box would get really hot; the pt was referring to the old rtm as they had not yet tried the replacement rtm since they couldn't charge the controller. Pt stated that the controller itself would get really hot as well. Pt stated that the controller was not charging on a consistent basis. Pt stated that they used quite a bit of stimulation, so the implantable neurostimulator (ins) battery had completely run out. Pt mentioned that they would have to recharge the ins every night; pt stated that they were told that they would only have to recharge the ins every five days. An email was sent to repair to replace the battery pack (bp).

Event description:
Additional information was received. When the patient (pt) was asked about the resolution of the recharger (rtm) overheating, the pt stated the issue was resolved with the new rtm they were sent. When the pt was asked about the cause or circumstances that led to needing to charge the implant every night, the pt stated they had to do it ever since getting the rechargeable battery replaced in 2019. When the pt was asked about the steps to taken to resolve the issue, the pt responded they were told to give the device a chance and thus did not take steps to resolve the issue. The pt stated the issue was not resolved, and had no actions taken or planned to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.